Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Rv lead fracture and failure were reported. When the lead was attached to an analyzer, significant amount of noise was seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.